Manufacturer narrative:
There is a temporal relationship between the liberty select cycler and the pt¿s hospitalization for hypotension, abdominal pain and nausea. However, causality cannot be fully determined due to lack of sufficient information. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. The serial number of the device is unknown, therefore a device history review could not be performed.

Event description:
Peritoneal dialysis patient contact reported to technical support during a call regarding a delivery that the patient was admitted to the hospital for an unspecified reason. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was hospitalized for hypotension, abdominal pain, and nausea. Additional information was solicited.